Event description:
The lay user/pt contacted co alleging that her meter powers off during use. The medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached by telephone for further clarification. The pt stopped monitoring her blood glucose due to the meter and changed her diet based upon the problem with her meter. The pt was advised from her physician to resume testing her blood glucose at home. The meter is not a new product (out of box). The pt was unable/unwilling to verify if the meter shuts off before the time was up. Customer care agent (cca) was unable to resolve the issue and sent the pt a replacement meter.